Event description:
It was reported the pt's intrathecal catheter came apart from the pump. The catheter was being used with another manufacturer's pump. The catheter first came off the pump six months ago. About two or three weeks later the catheter again came off the pump. An ambulance was called. All the medication leaked into the body. It was unclear what drug was in the pump. Morphine was supposed to be in the pump. Testing indicated it was not morphine (drug unk). At the time of the second surgery, the pump was removed. During the surgery the spinal sac was cut twice. "The spine and bone were cut to pieces." The reporter indicated the pt now has spinal stenosis and is in a wheel chair. The pt remains at home in fair condition.